Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported saturated flow has been completed. Visual inspection of the returned pump revealed the presence of biomaterial wrapped around the impeller and in the purge gap. No other abnormalities were found. In conclusion, it was determined that the cause of the saturated flow was ingested biomaterial. The cause of the ingested biomaterial is unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited saturated flows and was replaced as a result. The patient ultimately expired, but there was no allegation that this was related to the impella. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.